Event description:
The customer reported that rui (remote user interface) was not working causing a loss of the motorized movements. This feature is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All remote user interface cables were replaced. The system was then found to be operating as intended.